Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 200 mg/dl 3 hours before the low. The customer used glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer stated they went to the emergency room twice due to lows. The customer also stated they are legally blind. The insulin pump will be returned for analysis.